Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. Additionally, not related to the failed test, the device's blower assembly, stirring fan (attaches to motor), stirring fan retainer, 200 flow sensor assembly, 200 tubing kit, exhaust fan and blower bellows replaced due to talc contamination.